Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "low" on the continuous glucose monitor. Reportedly, customer inadvertently delivered an unneeded bolus. Customer required assistance from paramedics to treat bg level via consumption of carbohydrates. The customer confirmed that the pump was functioning as intended.